Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported noise and subsequent delay remain unknown.

Event description:
During a procedure, noise was noted on the tacticath distal channel when the pump was flowing and a delay occurred. There was no noise on the proximal channel. The egm cable was swapped out with a spare and the distal channel was reassigned but the issue persisted. The grounding patch was moved and another pump was borrowed which did not resolve the noise issue. It was decided to proceed and use different filters on the ablator distal signal. Changing the tubing, ablation catheter, unplugging the generator, pump, and tactisys did not resolve the issue. The filters and gain were changed on the recording system, the pin of the ablation catheter was connected to different pins on the pinblock and the cable was exchanged which did not resolve the issue. The procedure was completed with no adverse consequences to the patient. The power cords have been plugged into different power sources to mitigate the chances of this happening again. Cases have been performed since this issue with no noise and the hospital continues to use the pump.

Manufacturer narrative:
Corrected h6 code: 4604 - delay to treatment/ therapy.